Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a sudden increase in pace impedance measurements from the 700-ohm range to high out-of-range pace impedance measurements greater than 3000 ohms. Since the sudden increase in impedance measurements, the ra channel began oversensing the minute ventilation (mv) sensor signal and farfield r-waves. The plan was to schedule the patient for an in-clinic follow up to evaluate the lead. The device and lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted and replaced. Ra lead fracture was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a sudden increase in pace impedance measurements from the 700-ohm range to high out-of-range pace impedance measurements greater than 3000 ohms. Since the sudden increase in impedance measurements, the ra channel began oversensing the minute ventilation (mv) sensor signal and farfield r-waves. The plan was to schedule the patient for an in-clinic follow up to evaluate the lead. The device and lead remain in service at this time. No adverse patient effects were reported.